Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, proximal to mid left anterior descending (lad) artery. After predilating the lesion, a 20x2.50mm taxus liberte stent delivery system (sds) was advanced but did not cross. After several attempts to cross the lesion, the struts on the distal stent edge "got lifted". The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Age at time of event- (B)(6). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).